Manufacturer narrative:
Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years". The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 0001822565-2017-00925).

Event description:
It was reported via journal article that 3 hips had closed reductions due to dislocation.